Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 450 mg/dl. It was stated that the customer had acute pancreatitis and diabetes ketoacidosis. It was stated that the nurse did troubleshoot the insulin pump and confirm that the device was functioning properly. It was stated that the customer changed the infusion set to resolve the issue. No further information was provided.